Event description:
It was reported during literature review that lead-related infective endocarditis is a serious complication of implantable cardioverter-defibrillators (icds), particularly in patients with advanced heart failure who are poor surgical candidates. Management of large lead-associated vegetations remains clinically challenging. A case was described involving an old woman with ischemic cardiomyopathy and recurrent ICD complications who developed bacteremia and infective endocarditis, with vegetations on the aortic valve and a mass on the right ventricular lead. The patient was underwent successful intracardiac echocardiography (ice) guided catheter-based vegetation removal using a vacuum assisted aspiration system, followed by transvenous lead extraction. The procedure was well tolerated, and the patient demonstrated clinical improvement post-intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(6) (2025). Precision in action: using intracardiac echocardiography for targeted removal of a large lead-related vegetation in a patient with infective endocarditis. Journal of arrhythmia, 41(5), e70192.